Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while testing the m5 handpiece, drill piece was broke inside. There was no patient involvement.

Manufacturer narrative:
B5: additional information received. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. H3: product analysis found that only a portion of inner assembly was returned. The inner shaft was broken 0.19 inches from the distal end of the inner hub to the broken point. There was tool markings observed on the broken shaft. The distal end outside diameter) of the inner hub was deformed. The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.359 inches in the deformed area. The device failed functional testing due to defective condition upon return and the inability to load the device into a handpiece. H6: codes updated, previously applied codes b17, c20, d16 <(>&<)> g04041 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that the drill was broken while removing from the m5 handpiece.